Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/12/2016 with the following findings: investigation revealed a crack in the battery compartment. Unrelated to this issue, the locking tab portion of the low profile clip was returned with the pump and was noted to be broken. No damages were noted to the u-groove and a test clip was able to attach to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed a crack in the battery compartment. This report is made based on results of investigation completed on 04/12/2016.